Event description:
This event occurred in another country 24 hrs after centrimag placement. The centrimag system was used for biventricular support of a male pt. The rvad centrimag was running at 4.7 lpm and lvad centrimag at 5.8 lpm. Pt was in the operating room for a re-exploration surgery due to bleeding. A perfusionist reported the rvad console alarmed and displayed an error message "motor fail" followed by stoppage of the pump. The centrimag console was on ac power. The perfusionist decreased lvad flow to 4.2 lpm until the rvad motor was exchanged. When the rvad motor was exchanged, centrimag support was initiated without further alarms. The pt expired in 2007 of other causes after three days of support.